Event description:
It was reported that before the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # 492a82. Investigation summary: the product was returned to ethicon suzhou for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with no reload present. Further inspection revealed that the closing trigger and the jaw could not be closed. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, some residue that appears to be glue was noted at the frame, causing the internal parts cannot work normally, thus causing the closing trigger to fail to close; which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. This defect has been potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot/batch number, v9606u, and no non-conformances were identified. Manufacturing date: (B)(6) 2021, expiration date: 09/30/2024.